Event description:
It was reported that the user experienced hyperglycemia after a pump supply change, with blood glucose rising to 278 mg/dl. The user decided to administer a subcutaneous insulin pen and charge their ilet as they needed to be disconnected for two hours due to the external insulin. The user subsequently forgot to reconnect to their ilet in a timely manner. They planned to reconnect and allow pump-delivered correction to bring values back into range. Education was provided on using multiple daily injections (mdi) and disconnecting from the pump for two hours if taking an injection. Symptoms included hyperglycemia peaking at 278 mg/dl. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding pump use and reconnection practices. Investigation of this case revealed user handling and use-troubleshooting as the primary factors, with no malfunction of the ilet system reported. It was concluded, based on previously established findings for similar reports, that user management of pump disconnection and reconnection was the cause.